Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported patient chart notes stated on (B)(6) 2017 that patient had difficulty charging the pulse generator due to the fact that the superior portion is "tiled" (understood to be 'tilted') superficially. Chart note dated 11/13/2017 states patient has no complaints after pulse generator revision. Rep noted it appears patient had a pocket revision due to battery displacement.

Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the ins was replaced because it came out of the pocket; the patient said the revision occurred on (B)(6) 2017. No further complications were reported/anticipated. (Refer to (B)(4) for information pertaining to oor, high impedance, no therapy).